Event description:
Fastener misfired when attempting to attach a composite mesh in place, fastener did not go all the way through the tissue and pulled mesh away with it when the device was withdrawn.